Event description:
The complaiant in the EU had a impella 5.5 support ongoing for a patient admitted in cardiogenic shock. On day 6 of the support there were suction alarms and pump was malpositioned. The team did not explant the pump however as they were bridging to possible tranplant or lvad.

Manufacturer narrative:
The medical center in the EU did not return for analysis the impella pump product. Upon completion of the investigation, a final report will be forthcoming. This complaint is being reopened as a part of a retrospective review.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related, several attempts were made to turn the pump around in lv but no success as per the clinical description.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04643 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).